Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due to the recipient¿s declining health unrelated to the device, the decision was made to monitor the electrode extrusion instead of pursuing medical intervention. The recipient continues to wear the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.